Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/12/2014).

Event description:
Consumer complaint of blood result reading of "hi". The customer states she was not feeling physically well at the time of call. She states she is feeling lightheaded, experiencing frequent urination and blurred vision. The customer stated that she also tested on her friends meter and that meter also displayed hi. Customer feels her blood glucose levels could be extremely high. The customer could not recall results from memory or run a blood test. Customer stated that she may need medical attention and will contact her doctor's office to seek his advice. Customer stated she did not require emergency intervention but will call her doctor and seek medical advice. No adverse event reported.